Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years and 7 months following the implant procedure of this transcatheter bioprosthetic aortic valve, the valve was identified as failed. A structural valve deterioration with severe hemodynamic valve deterioration (hvd) was reported. The hvd was specified as an increase in the mean gradient of equal to 20 millimeters of mercury (mmhg) from baseline and a mean gradient of equal to 30 mmhg. 36 days after the transcatheter aortic valve (tav) failure was noted, a second tav was implanted valve-in-valve. The second valve was a non-medtronic device.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years and 7 months following the implant procedure of this transcatheter bioprosthetic aortic valve, the valve was identified as failed. A structural valve deterioration with severe hemodynamic valve deterioration (hvd) was reported. The hvd was specified as an increase in the mean gradient of equal to 20 millimeters of mercury (mmhg) from baseline and a mean gradient of equal to 30 mmhg. 36 days after the transcatheter aortic valve (tav) failure was noted, a second tav was implanted valve-in-valve. The second valve was a non-medtronic device. Additional information was received to report prior to the initial transcatheter aortic valve replacement (tavr) procedure, the patient's mean gradient across the native aortic valve was 48.5mm hg. The valve was implanted at a depth of 2mm on the non-coronary cusp and 2mm on the left coronary cusp. Six months following the tavr procedure, a transthoracic echocardiogram showed the mean gradient was 5.0mm hg.